Manufacturer narrative:
The insulin pump was received with no motor error alarms noted. No excessive no delivery alarms noted. The motor tested ok. The insulin pump passed prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near the display window corners noted during our visual inspection.

Event description:
It was reported that the customer received a motor error alarm and no delivery alarm. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.